Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that some contacts of the patient¿s lead on the right side was not receiving any current. Through fluoroscopy, it appeared that there might be either malfunction of the right-sided lead or malfunction of the pulse generator. The patient will undergo a revision procedure.

Event description:
A report was received that some contacts of the patient¿s lead on the right side was not receiving any current. Through fluoroscopy, it appeared that there might be either malfunction of the right-sided lead or malfunction of the pulse generator. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there's no further course of action. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.